Manufacturer narrative:
The anesthetic is a supplied item and the complaint notification was forwarded to the supplier. Batch record review performed by the supplier for bupivacaine lot # 541703a, the lidocaine lot # 551153a and the epinephrine lot # is 542503a revealed no discrepancies that may have contributed to a complaint of this nature. Final release potency testing for all drug components was performed and was within specification requirements. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. The complaint could not be confirmed.

Event description:
It was reported that a medication in portex® spinal kits was ineffective. No patient injury reported.